Event description:
It was reported that the stored rythmiq events show a sequence of sensor driven atrial pacing with long intrinsic interval, resulting in blanked ventricular sensing and ventricular pacing delivered in repolarization. In addition, one rythmiq event shows a single atrial undersensed beat. The device remains in service. No adverse patient effects were reported.